Manufacturer narrative:
The customer decided not to repair the console at this time.

Event description:
It was reported that while using the stonelight laser for a procedure the ¿laser turned off during the procedure¿. The procedure was not completed due to this event. Patient outcome: no injury to patient reported.